Event description:
As per medwatch form mw5112596: description: aki due to vancomycin infusion. Unspecified kidney or urinary problem. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, (B)(4), had already been previously submitted timely on 07nov2022. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.